Event description:
The hcp reported the pump was explanted because of "early low battery." It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.